Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that a "disconnect" error occurred on the alarm level sensor. The user switched the sensor to alert only and that functioned fine. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) is sending the customer a replacement level sensor.